Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the operator experienced air alarms. It was determined that the operator had forgotten to clamp the saline bag after prime, causing the saline bag to empty and introduce air into the cartridge circuit. Rinseback was not performed due to the presence of air in the cartridge circuit, which resulted in approximately a 105cc blood loss. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to operator error. The cycler alarmed appropriately to air entering the cartridge circuit. There is no evidence of a device malfunction. The user's guide provides adequate steps for cartridge configuration and advises to always tighten and recheck patient vascular access and all fluid lines, connections, caps and clamps. Nxstage reviewed the reported blood loss with the pt's facility. Nxstage considers this report closed.